Event description:
Police first responders were called to a cardiac arrest. According to the reporter, the device was placed on the pt but would not power up. Another device was called to the scene and shocks were administered but the pt was not resuscitated.

Manufacturer narrative:
Physio-control is continuing to investigate the reported incident.